Event description:
It was reported that this left ventricular (lv) lead was not able to capture. After 5 days of being implanted the lead was successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis was performed, allegation was not confirmed. No further investigation was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was not able to capture. After 5 days of being implanted the lead was successfully replace. No additional adverse patient effects were reported.